Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card was received indicating patient had full revision surgery due to battery depletion and high impedance. Further information was received. The physician's assessment to the cause of the high impedance was not provided and remains unknown as the physician has tried to ask the patients about history of trauma or any drops but patient reported she did not have. Physician also tried to ask patients to move their arms and try to manipulate a bit and did the interrogation again but impedance was still high. They have tried to do x-ray also but cannot see lead breaks in the x-ray. During revision, surgeons also reviewed whether there was enough strain relief and they confirmed yes. The explanted lead was discarded. No other relevant information has been received to date.

Manufacturer narrative:
D6a. If implanted, give date (mo/day/yr), f10 medical device code, h6 investigation findings; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
The implant date of the lead was received. No other relevant information has been received to date.